Manufacturer narrative:
Down arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to unresponsive button.

Event description:
Customer reported via phone call to have low blood glucose of 32 mg/dl, which caused customer to pass out and was treated with a glucagon injection. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that display screen was changing without button press and numbers were scrolling without prompt. Customer reported that the up and down arrow buttons responded intermittently. Customer reported that drive support cap appeared normal. Troubleshooting could not be completed due to keypad issue. Customer was advised that insulin pump would need to be replaced.